Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, it was reported the patient¿s blood glucose (bg) was between 41 and 70 mg/dl with severe dizziness and severe headache on the date of the complaint. It was reported the pump delivered a non-programmed 5 unit bolus. It was reported during troubleshooting with animas customer technical service there were an additional bolus records recorded in the pump¿s insulin delivery history. It was reported the patient remained on the pump and did not seek treatment outside of routine diabetes management. The reporter noted no changes were made to the pump¿s settings before or after the alleged hypoglycemic event. This complaint is being reported based on the allegation the patient experienced hypoglycemia and associated inadvertent bolus delivery.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box confirmed delivery of a 5 unit bolus occurring on (B)(6)2014. Total daily dose delivery totals reflected appropriately to the active programmed basal rates. No damage was found to the keypad button contacts. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. No inadvertent bolus deliveries occurred during testing. Programmed and delivered boluses were recorded properly in the pump history. The pump was confirmed to be delivering accurately with successful completion of a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.